Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per ms&s: patient has port placed 2 weeks ago for nutritional infusion. Today a new nurse accessed the port with a 0.75" needle and about 50 mls fluid infiltrated into the port pocket. Ms&s comment: the needle length must be long enough to go through the silicone septum and allow for the tissue thickness over the chamber. If the needle is not fully seated or is too short infiltration may occur.